Event description:
It was reported that the battery gauge of the pump was unreliable, occasionally causing the device to die without warning, and the insulin delivery appeared inaccurate at times. There was no adverse impact to the customer¿s blood glucose level. The customer declined a call back from technical support, and no corrective actions or outcomes were documented.